Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavier periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), rash ("rashes"), infection ("infections nos"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular periods") and allergy to metals ("allergy to silver/ allergy") and was found to have vitamin d decreased ("my vitamin d levels were at a low"). The patient was treated with surgery (essure removal). Essure was removed in 2013. At the time of the report, the menorrhagia, inflammation, rash, infection, abdominal pain, menstruation irregular and allergy to metals outcome was unknown. The reporter provided no causality assessment for infection, inflammation and rash with essure. The reporter considered abdominal pain, allergy to metals, menorrhagia, menstruation irregular and vitamin d decreased to be related to essure. The reporter commented: ptc global number: not assigned: legacy case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: surgery was added. Event vitamin d low was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.